Event description:
This case was reported by a consumer and described the occurrence of vision worsened in a (B)(6) female pt who used super poligrip free denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip free. An unk time later, the pt experienced vision worsened, leg numbness, leg pain and product complaint of the product sticking to her gums. This case was assessed as medically serious by gsk. Use of super poligrip free was continued. At the time of reporting, the event were unresolved. The MFR's report number for this case is 9681138-2010-00287. Super poligrip free is mfg in (B)(4), and the product was not available. (B)(4).

Manufacturer narrative:
Otc product: yes.